Event description:
It was reported to philips that the the image disk was full.the clinical use of the system was in use.there was no harm reported to philips.

Manufacturer narrative:
The image store was recreated and the system was returned to full functionality. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).